Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report due to all information not being provided yet to ctl by the reporter. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation.

Event description:
The surgeon performed a case with picasso towers at all levels. The towers popped off from the screw bodies after using the tower breaker (119.7066) to pop off the tower. They also observed some splaying of the towers when they were deploying set screws. During the final stage of construct-build and tower breaking, while using the center shaft tornado tool, a screw housing popped out of the screw head assembly. This occurred at l2 and l4. The rep believes the rod was initially seated improperly, the pa cranks down very hard even upon initial insertion of set screws. The exact number of screws involved was not reported and multiple attempts have been made to contact the rep with no response.

Manufacturer narrative:
This is follow up 1 to MDR. Since the initial report, ctl amedica's engineering team completed the evaluation of the incident on (B)(6) 2026. No details (bone quality, screw hole preparation, rod seating, images) were provided but reports rod was improperly seated, user had to crank down very hard and housing splaying was observed during set screw tightening, and housing disengaged from the screw head. The parts were not returned. Improper rod seating demanding excessive setscrew tightening/force can create loads beyond the housing-to-head retention capacity. Root cause is most consistent with excessive force, thus abuse. The investigation findings and conclusion codes in section h6 have been updated for this report from the initial report.